Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed all keypad keys to be intermittently unresponsive. Removed keypad to inspect key contacts for contamination, which was found under all key contacts. Unrelated to this complaint, the pump was also returned with a cracked battery compartment.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the insulin pump's ok and contrast buttons were not responding well to button presses and sometimes the arrow keypad buttons as well. Issue began possibly over last 6-9 months. The reported issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue.